Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Reported defect of "balloon catheter does not deflate after inflation" was not confirmed. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the allowable specification of 4 seconds. The balloon failed to deflate fully with returned syringe attached. Per IFU, "passively deflate the balloon by removing the syringe from the gate valve". All through lumens were patent without any leakage or occlusion. No visible damage was observed from returned monoject 1.5 cc limited volume syringe. Slight indention was observed at 52 cm area after removal of contamination shield. A review of the manufacturing records indicated that the product met specifications upon release. The circumstances of use were not clarified. Although the balloon may deflate with the syringe attached, the catheter was designed to be passively deflated with the syringe removed. All swan-ganz ifus instruct the clinician to "passively deflate the balloon by removing the syringe from the gate valve". After deflation, the syringe should be re-attached to the gate valve. The friction between the syringe barrel and plunger may be too great for the elasticity of the balloon latex to overcome; therefore, this is not a reliable method for deflation. No actions will be taken at this time.

Event description:
It was reported that the balloon does not deflate after inflation. There were no patient complications reported. It is not yet known if the syringe was removed from the gate valve, as recommended in the IFU.